Manufacturer narrative:
It was reported that the gauze was identified to be shredding during an unidentified procedure. Reportedly, gauze material was required to be retrieved from the patient. Despite multiple good faith attempts the reporting facility was unable or unwilling to provide additional patient, product, or procedural information to the manufacturer. No adverse patient impact was originally reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported need for medical intervention to retrieve gauze material from the patient, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the gauze component was identified to be shredding.